Event description:
On (B)(6) 2011, at (B)(6) hospital, quadrox-I beq-hmod 70000-USA oxygenator (lot number 70063262) started leaking 10 minutes after the patient was placed on bypass. The oxygenator was replaced. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was cleaned and disinfected prior to being analyzed in the laboratory. A leak test was performed and the testing confirmed the complaint condition. The sample was then opened and a visual evaluation was performed. The ends of the gas fibers are embedded in polyurethane. The visual evaluation determined that there was an ablation of the polyurethane. Also, there was a leak in the polyurethane adhesion, which was caused by fiber shrinkage. The production records were reviewed and no deviations were identified. Additionally, the supplier was contacted. However, the root cause of this event is unknown. (B)(4).